Manufacturer narrative:
On (B)(6) 2017, the customer's healthcare provider adjusted the carbohydrate ratio in the pump settings. Since then, the customer's blood glucose level have been good. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 32 mg/dl and juice was consumed in an attempt to elevate the bg. The customer was admitted to the hospital for low blood glucose (bg) levels. The customer's bg level was monitored and if needed, carbohydrates were provided. The customer was discharged the next day with the low bg resolved. During troubleshooting with tandem technical support, the pump history showed that a 2 unit bolus that appeared to be an override bolus was delivered that the contact did not recall. The customer had reverted to a backup therapy to manage diabetes. Although requested, the customer did not upload the pump data for review.